Event description:
It was reported at interrogation the device showed eri (elective replacement indicator), but the measured battery voltage was 'ok', not at eri level yet. At the second interrogation, the eri notification was gone and the battery voltage was still ok. Device replacement was recommended. No patient complications were reported as a result of this event.

Event description:
It was reported at interrogation the device showed eri (elective replacement indicator), but the measured battery voltage was 'ok', not at eri level yet. At the second interrogation, the eri notification was gone and the battery voltage was still ok. Device replacement was recommended. No patient complications were reported as a result of this event. It was later reported the device was explanted. It was also reported that the battery voltage at the time of the event was better than it was a year previously, 2.74 v vs 2.72 v.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) the device reached normal battery depletion.